Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were leaks observed during the use of an unspecified quantity of vial-mate reconstitution devices. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured 12/27/2022 - 12/31/2022. B5: the issue occurred with at least four (4) units. The process step in which the issue was identified was when the nurse was trying to get a dose started. The drug in use was azithromycin, 500 mg in sodium chloride (nacl). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.